Event description:
Subsequent to the initial MDR, a correction is required. Data was provided for investigation. The allegation was undetermined via data. A new session was started on the app and in warmup from 01:13 pm to 03:03 pm, during which time the alleged incident occurred at 02:30 pm. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor error occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced a sensor error reading stating ¿wait up to 3 hours.¿ approximately one hour after the alert, at around 2:30 p.m., the patient began vomiting. As the continuous glucose monitor (cgm) was not providing readings at that time, a fingerstick measurement was performed, revealing a blood glucose level of 391 mg/dl. The patient¿s mother brought them to the hospital, where the patient received intravenous saline and fluids for treatment of the hyperglycemic event. At the time of the report, the patient remained in the hospital, though the parent reported the patient was already feeling better. No additional medical evaluations or interventions were documented. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.